Event description:
It was reported that the user experienced hypoglycemia after receiving correction doses from the ilet earlier in the day and subsequently treated the low with oral glucose (juice), with counseling provided on avoiding overtreatment. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the user interface implicated as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial